Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-2024.

Manufacturer narrative:
Device evaluation: 01 x zebd-5-10 device of lot number unknown was not returned to cirl for evaluation. With the information provided, a document based investigation was carried out. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This additional file was opened from the original complaint, pr (B)(4). This file is related to pr (B)(4). Pr (B)(4) / 3001845648-2023-00640 captures the stent kinking with the zebd-5-10 device. Pr (B)(4) / 3001845648-2023-00641 captures the user error of the incorrect wireguide used with the zebd-5-10 device. Manufacturing records: prior to distribution, all zebd-5-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with the replacement stent. A CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: a CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: failure identified: smaller than required size wire guide used with replacement device. Confirmed quantity of 01 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error attributed to the use of a smaller than required size wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used with the replacement stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
When the user attempted to straighten a pigtail part of zebd-5-10 with a straightener, it got kinked (B)(4) - emdr 3001845648-2023-00640). He continued procedure with that stent and attempted to insert a wire guide, but it couldn't (B)(4) - emdr 3001845648-2023-00641). So he completed the procedure with another same rpn (lot# unknown) (B)(4). No health hazard.